Event description:
Child's skin healed in manner in which the skin retracted around the catheter access connection port on the superior aspect of the pump. This led to wound dehiscence around the catheter port interface with erosion of skin over the catheter (3 mm. Of tubing exposed through the skin). There was no redness, swelling or drainage at the time the child presented for treatment. The pump and catheter were explanted and a new system was implanted in march, 1997.